Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing of the batteries revealed that the voltage of one the cell pairs was below the voltage threshold. It was noted that the batteries had a cycle count of 531, 646, 664 and that there was a time difference of 1027, 1424 and 1424 respectively between the manufacturing date and the reported event date. This indicates that the batteries were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pairs are an additional finding not related to the reported event. The most likely root cause of the reported observed degraded cell pairs can be attributed to an expected degradation as a result of non-usage over time. As a result, the reported batteries over 500 cycle count were confirmed. The most likely root cause of the reported event can be attributed to the battery reaching the end of its useful life. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 03-apr-2020, device evaluated by manufacturer: yes, dev rtn to MFR? Yes, mfg date: 28-feb-2016, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 03-apr-2020, device evaluated by manufacturer: yes, dev rtn to MFR? Yes, mfg date: 28-feb-2016, labeled for single use: no. (B)(4). Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer with cycle counts greater than 500. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.